Event description:
Product difficult to impossible to clean for sterilization since it cannot be dissasembled.there is a cable that runs within the instrument along with springs that cannot be completly accessed for cleaning.